Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis revealed that there was crystallized substance (appeared to be saline) observed in the inflation lumen and also in the balloon. The catheter balloon was examined it was found to be ruptured. During function testing, the device was pressurized with a 3ml syringe and an inflation device; however, the balloon would not inflate and the leak could not be located; likely due to dried crystallized substance blocking the device. Information available indicated that the device was confirmed to be in good condition after unpacking and preparation, the device was prepared as per dfu and there were no difficulties loading the guidewire through the device, no resistance was encountered during advancement. It is unknown if continuous flush was maintained; however, based on the condition of the returned device, it appears that a continuous flow of flush was not maintained. The lack of continuous flush likely caused the crystallized substance to form which caused the analyzed failure to inflate the balloon and it is unclear whether the crystallized substance in the balloon contributed to the rupture. The cause of the balloon rupture could not be definitively determined based on the information available and analysis of the device. Therefore, a cause of undeterminable was assigned to the analyzed and reported balloon rupture.

Event description:
It was reported that the balloon burst during procedure. There was no patient clinical consequences reported. No further information available.

Event description:
It was reported that the balloon burst during procedure. There was no patient clinical consequences reported. No further information available.